Event description:
I was diagnosed with dcis breast cancer in 2015. After meeting with my plastic surgeon, dr (B)(6) at (B)(6) medical center, I was informed that I was not a candidate for reconstruction using my own body fat because I was too thin. I was reluctant to have a foreign object placed inside of my body. The surgeon assured me that the "gummy bear" implants were the latest technology. They won't rupture, they won't contaminate my body. They are tear drop shaped for a more natural appearance for by age. ((B)(6) at the time) (B)(6) 2015 the natrelle 410 highly cohesive anatomically shaped silicone-filled beast implants were surgically implanted. Six months following this surgery, I began to experience severe/debilitating vertigo, sharp pain in my left breast, extreme brain fog, chronic fatigue syndrome symptoms, anxiety, joint pain, vision changes, depression, decreased libido, mood swings, elevated rh factor, recurrent illness, and hair loss. I was in and out of doctors appointments from 2016-2019 desperately trying to figure out what was wrong with me. The first thing that came to my mind was my breast cancer had returned and was spreading to other areas of my body, however no testing was possible due to the "gummy bear" implants inserted on my chest. My symptoms continued to worsen affecting my quality of life. On (B)(6) 2019 I came across information regarding textured implants and the link to bia-alcl diagnosis. I began doing research and uncovered breast implant illness. The symptoms listed mirrored everything I had been experiencing the past several years. I feverishly gathered as much information as I could related to my now increased chances of developing another type of cancer. In my research, I was dumbfounded to read that the link between textured implants and bia-alcl had been present well before my 2015 reconstruction surgery. Meaning my surgeon and allergan knew then that women receiving textured implants had increased chance of developing cancer yet continued to recommend them for reconstruction them for reconstruction to patients having just been diagnosed with cancer?? I never in a million years would have chosen reconstruction with these implants had that information been disclosed to me. Had I known there was .000001% chance that reconstruction with textured implants had any link or possible link to developing non-hodgkin lymphoma I would have absolutely refused having them inserted in my body as a medical device. Since empowering myself with the information uncovered I returned to my plastic surgeon office for a consult to have the implants immediately removed. I was then notified that my original surgeon was no longer with the practice and I was referred to dr (B)(6). In my first meeting with him, he tried to assume me that the chances were extremely low and felt that I was over reacting. I went for a 2nd opinion at (B)(6) med center where I was told the same. I returned to dr (B)(6) with detailed documentation regarding en bloc vs total capsulectomy and exactly what I expected from my explant surgery. The surgery was a success! Just as I requested the surgeon documented the entire procedure with pictures and returned the implants to me in biohazard containers. I am now receiving bills from the physician and hospital totaling (B)(6) + when I was originally advised that explanation would be covered 100% by insurance due to my breast cancer diagnosis. I had not expected to be burdened with this financial responsibility. I am happy to report that since (B)(6) 2019, my health has consistently continued to improve with 90% of the previous mentioned ailments being completely gone. I respectfully request financial assistance to cover my medical expenses for explant at the very minimum. FDA safety report ID # (B)(4).